Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient turned off their implantable neurostimulator (ins) about a month and a half prior to the report because it was shocking her; when the patient turned a certain way, she would feel a little annoying shocking sensation which was gradual over time. It was also reported that the patient felt that the a wire (lead) was bent, they were in pain since the implant was turned off and it was hard for them to walk. Lastly, the patient mentioned that she could no longer communicate with the ins. There were no further complications reported or anticipated.